Manufacturer narrative:
During investigation of the reported issue, the olympus field service engineer (fse) confirmed the implementation status of the acecide-c check at the facility. Up to the twenty-ninth (29) time, acecide-c concentration checks were not performed at the discretion of the facility, and reprocessing was performed without concentration checks. After the thirtieth (30) time, the check was performed every time, and if a judgment was given, the operation was to replace the acecide-c. In each case, it seemed that the acecide-c concentration was used more than thirty (30) times. In addition, the reported issue (error e11) was confirmed during testing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported error e11 (too much disinfectant in the disinfectant tank) occurred on the endoscope reprocessor. Error e11 occurred occasionally approximately one year after delivery. The switching valve was replaced but this did not resolve the error and the frequency of the error increased. The subject device was sent to an olympus service center for evaluation. During investigation of the reported issue, the olympus field service engineer (fse) confirmed the implementation status of the acecide-c check at the facility. Up to the twenty-ninth (29) time, acecide-c concentration checks were not performed at the discretion of the facility, and reprocessing was performed without concentration checks. The scopes were used on patients. After the thirtieth (30) time, the check was performed every time, and if a judgment was given, the operation was to replace the acecide-c. In each case, it seemed that the acecide-c concentration was used more than thirty (30) times. This report is being submitted for the information found during investigation (concentration checks not performed). There was no harm or user injury reported due to the event. This complaint is related to patient identifiers; (B)(6) (evis lucera elite colonovideoscope, pcf-h290zi), (B)(6) (evis lusera colonovideoscope, pcf-q260azi), (B)(6) (evis lucera elite gastrointestinal videoscope, gif-q260), (B)(6) (evis lucera colonovideoscope, cf-q260ai).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Error e11 occurred at the forty-second (42nd) time during the repeated operation of the program processes for the device. There were not abnormalities in the appearance of the device which would cause e11. In order to investigate the stand-alone operational status of the switching valve, opening/closing operation of the switching valve was checked, which was normal. Water leakage from neither the collection valve nor the drain valve was detected. The acecide check of the disinfectant solution concentration level was conducted five times a day, and the disinfectant effect did not pass at the twenty-first (21st) time, which was on the fifth day. In addition, the water level in the tank was discovered to increase at the end of every program process. Furthermore, though the program process has been repeated until the 45th time, e11 did not occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, two factors that may have caused error e11 are a decrease in the amount of the disinfectant solution after the acecide checks not being recognized, or an increase of the amount of the disinfectant solution became bigger due to deteriorated reaction of the parts which resulted from long-term usage. However, a definitive root cause of the reported issue could not be identified. The amount of disinfectant solution in the disinfectant tank increased every time the program processed, which may have resulted in e11 during one of the program processes. The possible causes of increase of the disinfectant amount in the disinfectant tank is either an increase of the amount of the disinfectant after preparation due to variation of tilt of the water level sensor, or an increase of the amount of the disinfectant in the disinfectant tank due to variation in part motion affected by the thermal or power environment. However, a definitive root cause of the reported issue could not be identified. It is presumed from the investigation result that there is a possibility that concentration check of disinfection solution was not conducted because the user at the facility was concerned about the cost of concentration checks. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to prevent the issue: "every time of reprocessing an endoscope, always use an acecide checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. Otherwise, disinfectant may be insufficient. Please be sure to replace the disinfectant solution before the disinfectant effect disappears." Olympus will continue to monitor field performance for this device.